Event description:
It was reported that patient presented for routing generator change procedure. During procedure, it was found that patient's atrial lead exhibited loss of capture. High capture threshold was also noted on the lead. It was further noted that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: information received notes that there was no event of loss of capture noted on the atrial lead.

Manufacturer narrative:
The reported events high capture threshold and lead dislodged were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood and tissue. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead was normal with no anomalies found.